Manufacturer narrative:
(B)(4). The device history review showed no issues or discrepancies were found in the device history record of product code (B)(4)/batch 74c1902280 that can be related to the failure mode reported. Teleflex will continue to monitor and trend related events.

Event description:
During sacrospinous fixation the bullet at the tip of the suture got stuck in the capio slim while pushing the handle of the capio. This event happened several times and finally, she had to use another capio slim to solve the problem.